Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
Philips received a complaint on the intellivue mx40 802.11a/b/g indicating during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. This device was returned as part of a direct sale order when the customer purchased another device. No additional replacement device was deemed necessary to resolve the issue.